Manufacturer narrative:
The biomedical engineer (bme) reported that on (B)(6) at 22:02 local time they had a gz in hi-q connected to a g9 that did not alarm for the low battery. The bme pulled the logs and its shows "telemetry not connected" at that time but no low battery indicator was ever displayed. When the bme looked at the unit it was powered off but the bme can not confirm if the battery died or the staff removed the batteries. The bme would like to know why they did not get a notification for a change transmitter battery. The bme sent in the log of events to nihon kohden for further investigation. Investigation summary: nihon kohden corporation investigation and review of the logs have concluded that the two probable causes for "telemetry not connected" error and no alarm for low battery are related to the use of unspecified batteries or gz being moved out of wireless lan range. The batteries recommended in the operator's manual of the gz-130p are the only batteries that were verified to operate well with the device. Additional information: b4: date of this report. G1: manufacturer contact office corrected. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that on (B)(6) at 22:02 local time they had a gz in hi-q connected to a g9 that did not alarm for the low battery. The bme pulled the logs and its shows "telemetry not connected" at that time but no low battery indicator was ever displayed. When the bme looked at the unit it was powered off but the bme can not confirm if the battery died or the staff removed the batteries. The bme would like to know why they did not get a notification for a change transmitter battery. The bme sent in the log of events to nihon kohden for further investigation.

Event description:
The biomedical engineer (bme) reported that on (B)(6) at 22:02 local time they had a gz in hi-q connected to a g9 that did not alarm for the low battery. The bme pulled the logs and its shows "telemetry not connected" at that time but no low battery indicator was ever displayed. When the bme looked at the unit it was powered off but the bme can not confirm if the battery died or the staff removed the batteries. The bme would like to know why they did not get a notification for a change transmitter battery. The bme sent in the log of events to nihon kohden for further investigation.

Manufacturer narrative:
Corrected information: d1 brand name: corrected the brand name from csm-1901 to life scope g9. D4 additional device information / model #: corrected the model # from csm-1901 to cu-192r. D4 additional device information / catalog #: corrected the catalog # from csm-1901 to cu-192ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k151080 to k213316. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Manufacturer narrative:
The biomedical engineer (bme) reported that on july 16th at 22:02 local time they had a gz in hi-q connected to a g9 that did not alarm for the low battery. The bme pulled the logs and its shows "telemetry not connected" at that time but no low battery indicator was ever displayed. When the bme looked at the unit it was powered off but the bme can not confirm if the battery died or the staff removed the batteries. The bme would like to know why they did not get a notification for a change transmitter battery. The bme sent in the log of events to nihon kohden for further investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6, b6, b7, attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received.

Event description:
The biomedical engineer (bme) reported that on july 16th at 22:02 local time they had a gz in hi-q connected to a g9 that did not alarm for the low battery. The bme pulled the logs and its shows "telemetry not connected" at that time but no low battery indicator was ever displayed. When the bme looked at the unit it was powered off but the bme can not confirm if the battery died or the staff removed the batteries. The bme would like to know why they did not get a notification for a change transmitter battery. The bme sent in the log of events to nihon kohden for further investigation.